Manufacturer narrative:
Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No button error alarm during testing. However unit had intermittent button response due to flattened (creased) act button dome switch. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 352 mg/dl. Customer's mother stated that the customer had blood glucose levels of 460 mg/dl and 570 mg/dl two days before the call. Caller reported that the alert was cleared, then a low battery alert occurred. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.